Event description:
Edwards received notification that two days after a replacement of a non edwards prosthetic mitral valve with a 6900p27mm edwards valve, significant native aortic regurgitation was detected on control echocardiography. Consequently, a 2900 edwards valve size 19mm was implanted in the aortic position.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. There is no allegation or evidence of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.